Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received fore evaluation.

Event description:
Biomed reported the luer lock has a crack that caused a leak during an infusion. He thinks the crack is on the luer closest to the check valve. The leak of approximately 0.3ml was noted about 2 hours after the infusion had started. There was patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.